Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The sample was visually inspected and functionally tested. The reported condition of a constant occlusion alarm was confirmed. The cause of the reported condition was due to out of calibration downstream occlusion alarm sensors. In order to correct the issue the sensors were recalibrated. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent.

Event description:
It was reported that a flogard infusion pump had experienced a constant occlusion alarm. There was no patient involvement. Additional information was requested and is not available.